Event description:
It was reported that the reamer blades were dull, and there were no other complications during surgery. More effort was put into reaming due to dull blades. No further event information available at the time of this report.